Event description:
Breast implant inserted. Implants tried to eject and incision didn't close for months. Within 6 months of implants, many illnesses and symptoms began; 9 years and multiple drs, 100's of tests, autoimmune illnesses began, crippling symptoms of pain, brain fog, lupus, heavy metals in bloodwork, chronic infections, arthritis, cfs, fibromyalgia flares, silicone toxicity, cystic acne, depression, crazy bloodwork results, high levels af antimony in blood, bedridden for several years, symptoms of dementia, inability to work. The longer the breast implants in the more sick and disabled I became. By year 9 I was nearly death after over (B)(6) of every doctor and test, I had implants removed due to tumor in breast. After explant 6 months of sepsis, osteomyelitis, silicone toxicity, completely bedridden, and months of recovery due to residual effects of silicone toxicity. Test of implants showed leak of gummy bear implants, degraded silicone and silicone granuloma on and outside of capsule giving the appearance of breast tumor. These breast implants very nearly cost me my life. Now 1 year and 9 months post explant, some of the symptoms of pain, lupus, arthritis, and residual effects of breast implant illness are still here. Many of the effects are permanent, resulting in disabling conditions. The breast implants and their toxic contents I was assured were safe almost killed me. The contents list of allergan natrelle silicone are clearly toxic, contain neuro toxins, leak, rupture, carcinogens, and other lethal chemicals destroyed my life. No warning, information, or suggestion they would or could cause harm or death was suggested or given. Had I been told of toxic contents of implants or warned of life threatening side effects, I never ever would have agreed to risk my life. The hidden dangers are real and denial by surgeons and FDA are criminal and women are dying. All testing and surgery done at (B)(6). FDA safety report ID # (B)(4).